Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a total knee replacement on unknown date and suture was used to close the incision of the knee capsule. Two weeks following the procedure, the patient experienced fluid buildup and returned to have staples removed. The patient underwent debridement and wash out of the knee. During this procedure, it was noticed that knee capsule had come open and the suture was broken. The surgeon opined that the suture was white and devoid of barbs for some length at the breakage area and that the end of the breakage end was ticking straight up. The breakage site was closed using continuous suturing technique. Additional information has been requested.

Manufacturer narrative:
Conclusion: the actual sample has been returned for evaluation. Visual examination revealed that the returned explanted segment was cut at both ends with splitting present, presumably during explantation and a number of the barbs on one side were sheared off which most likely occurred post-implantation. Some of the other barbs along the segment appeared bent back, but were not broken off. The force required to shear off the barbs could not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.